Event description:
Paramedics connected the device to a person diagnosed in ventricular tachycardia. As soon as the device was turned on, the device indicated both batteries were low with both audible and visual indicators. After a short period of time, the device allegedly lost power. Just prior to using the device, the operator had checked device operation and both batteries indicated they were fully charged. Backup batteries were subsequently provided and the operator continued to use the device with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.